Manufacturer narrative:
Additional information was received that the meaning of several contacts that were not working was that the patient¿s leads had high impedances. The patient underwent a replacement of the leads and ipg. The physician did not suspect device malfunction. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's scs was no longer functioning properly. Testing was done revealing several of the contacts were no longer functioning. The patient will undergo a lead and ipg revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient's scs was no longer functioning properly. Testing was done revealing several of the contacts were no longer functioning. The patient will undergo a lead and ipg revision procedure.